Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2017, the patient went to the hospital for diabetic ketoacidosis (dka) with a blood glucose (bg) level of 30 mmol/l (540 mg/dl) at 11:30 pm. Symptoms included nausea and aches. The hospital administered saline solution and 5 units of fast acting insulin to reduce the patient's bg levels to 20 mmol/l (360 mg/dl). An additional 5 units of fast acting insulin was administered and the patient's bg went down further to 15 mmol/l (270 mg/dl). The patient was given 30 units of lantis and at 10:15 am, the next morning, the patient left the hospital. At the time of the call, the patient's bg levels were 12 mmol/l (216 mg/dl). The patient went through 3 pods during this event and believed the personal diabetes manager (pdm) to be the issue. The pdm had also experienced an error and had to be reset. Pdm replaced as the patient had lost confidence in the device.

Manufacturer narrative:
The returned device was evaluated and performed as designed. During the investigation, the issue reported in the complaint details by the user was unable to be replicated. No alarms were observed during the investigation and none were present in the data download. During the bg meter strip insertion verification test the personal diabetes manager (pdm) was found to recognize the activities and powered on immediately with no issue noted. Based on the sst (strip simulator tester) and pod program, the delivery test was found to successfully pass and record into the device memory. The sst testing of the bg meter found that all test readings were within specifications.